Manufacturer narrative:
Depuy spine has requested return of the inserter for evaluation. Review of the device history record confirmed the lot met specification requirements when released to stock. The condition of the inserter prior to this event is unknown. No conclusions can be made at this time.

Event description:
(B) (6) affiliate reports the tip of the inserter broke off within a vbr trial during placement in the interspinous disc space of the patient. Because of the instrument breakage, the trial could not be removed with another inserter and surgeon decided to leave the trial in the patient. Completion of the surgery was delayed by approximately 60 minutes. As instrument breakage occurred, resulting in the trial remaining in the patient and in a significant delay to the completion of the surgical procedure, this medwatch report is being filed to document this event. See medwatch report# 1526439-2009-00002 for the vbr trail that was also involved in this event.